Manufacturer narrative:
Concomitant medical products: d224trk crt-d implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) and premature battery depletion was suspected. Additional information received indicated the device premature battery depletion was due to chronically elevated lv lead threshold. It was also reported that the lv lead threshold settings had been previously re-programmed at device interrogation due to elevated thresholds. After the new device was implanted, the lv lead was connected to the new device and remains in use. The patient is a participant in a clinical study.